Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented in hospital for an unrelated issue. The atrial lead exhibited intermittent atrial under sensing. The lead remained implanted and the pt will continue to be monitored.